Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a hospital stay after implant procedure, the patient developed a pocket infection. The system (implantable cardioverter and leads) were removed on (B)(6) 2018. The patient was stable post-procedure.